Event description:
It was reported on march 5, 2010 that a pt who was treated with a closure rf ablation device in (B) (6) 2009, sustained an injury to the femoral nerve. Post-operatively, the pt experienced weakness in the quadriceps muscle group and now uses a cane to assist her with walking. The location of the nerve is lateral to the proximal gsv/sfj area and the femoral artery is between these two structures. Physician stated the pt's symptoms were improving. No additional info is available on this adverse event at this point in time.

Manufacturer narrative:
To date, three attempts have been made to get additional info on this adverse event. Attempts were made on 03/05/10, 03/15/10, and 03/25/10. No additional info is available at this time. Nerve damage is a recognized complication of venous ablation therapy that is described in the product instructions-for-use (IFU). Per the IFU, nerve injury may occur from thermal damage to adjacent sensory nerves. Risk of nerve injury may be higher with treatment at or below the calf, or without perivenous fluid infiltration.